Event description:
It was reported that the healthcare provider reached out to technical services (ts) for a review of the presenting rhythm of the patient. Upon review, it was noted some atrial beats falling into the blanking zone due to the cycle length of atrial arrhythmia. Oversensing and false pacemaker-mediated tachycardia (pmt) episodes were also determined. Technical services provided troubleshooting options including evaluating the medication of this patient and programming the sensitivity. At this time, the product remains in service and no adverse patient effects were reported.